Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functional testing. The cause for the failure was isolated to defective d3 and d4 components in ecgs c and d. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt which was returned for investigation into a non-reportable patient death. A reportable malfunction was found. Electrode belt sn (B)(4) failed incoming functional testing. There is no indication that the malfunction caused or contributed to the patient's passing as the patient was in a non-treatable rhythm at the time of passing.